Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon evaluation, there was an open along the white (drvn gnd) wire in the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had non-functional ecgs.